Event description:
The subject device was explanted due to high bipolar lead impedance, and it was returned to the manufacturer for analysis to exclude a connection issue. High ventricular lead impedance (>3000 ohms) was noted after initial implantation on (B)(6) 2009 with loss of sensing/pacing in bipolar mode. A chest x-ray was suggestive of inadequate terminal pin connection hence the patient underwent a ventricular lead re-connection on (B)(6) 2009 and satisfactory values were obtained. Subsequent follow-ps revealed the same high impedance in bipolar mode, so the subject pacemaker and associated lead was explanted on (B)(6) 2009.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. The analysis is pending.